Event description:
Using a 6-french 4-0 ebu guide catheter, the left main coronary artery was intubated. A 0.014 mm iq guidewire was introduced and placed distally in the marginal branch. Balloon angioplasty was performed with a 2.0 x 9 mm maverick. The balloon was inflated to 5 atms. This was exchanged for a 2.0 x 12 mm minivision balloon. This was deployed at 11 atms. Redundant loop got caught under the stent and with retraction of the guidewire part of it sheared off. Fluoroscopy revealed that the guidewire extended into the aortic root and descending aorta. Different sized snares were utilized to try to attempt to snare the guidewire. This was successful partially. However, there is a long part of the guidewire which remains. During the snaring procedure, the pt became hypotensive, diaphoretic and bradycardic. The pt was placed on IV dopamine and received 1 mg of atropine. The pt also had an intraaortic balloon pump placed. The pt stabilized and the pressure came up into the 130s. The pt also received a total of 8600 units of heparin with an act greater than 300. The pt also was nauseated, therefore, had zofran 4 mg IV push. CT surgery was notified for retrieval of the guidewire and multivessel CABG. Because of an incomplete team of st agnes hospital, this pt is being transferred to froedtert memorial lutheran hospital under the direction in the CT surgery dept. Repeat EKG shows no st changes. The pt is asymptomatic denying chest pain. She is fully alert and she is being counseled in regard to what happened and what needs to be done. [See scanned pages.]